Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl. The customer reported that she tested it herself, and the insulin pump returned multiple no delivery alarms. Customer reported that her blood glucose levels have recently been up to 600 mg/dl. During troubleshooting, the customer was able to get insulin to exit the tubing. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.